Event description:
Event description: ivus catheter was used for pre intervention without any complications. Balloon pta intervention was performed. Ivus catheter was then inserted for post intervention images. Catheter was on and running and slowly being advanced through the treated lesion area. The catheter got hung up on an eccentric piece of calcium and kinked in the vessel. Because it was on at the time, the rotational portion snagged the wire and twisted the wire around the catheter and brought the device to a halt. The wire was completely wound around the catheter from the tip all the way out of the access sheath. After realizing what had happened, the wire was then slowly unwound by the physician as much as possible and was slowly retracted out of the body. The wire was knotted around the catheter and the wire, catheter and sheath all had to come out together, losing access to the vessel. Pressure was then held on access area until bleeding was stopped and patient was safe. Procedure was completed after gaining access at another site, but ivus was not used. Patient present at time of event?: yes. Patient complications: discomfort in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: patient felt discomfort when removing the ivus catheter and wire medical or surgical interventions: n/a. Patient admitted to hospital beyond the standard of care: no. Patient outcome: fully recovered.

Manufacturer narrative:
The device was not returned for evaluation at the time of this report; therefore, no visual or physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.